Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the down arrow button is slow to respond and requires several presses to elicit a response. The reporter first noticed this issue approximately 1 week ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump was returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/14/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow, down arrow, and contrast keypad buttons were intermittently unresponsive; the ok keypad button responded appropriately. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, the pump was returned with a dim and discolored display screen. A test screen was installed and displayed properly.